Event description:
Event description guidant received information that this patient presented to the emergency room requiring cardiopulmonary recussitation (CPR) as his heart rate was approximately 20bpm and he has experienced a syncopal episode. Device evaluation revealed no pacing output and interrogation was unsuccessful. Therefore, the pacemaker was explanted and replaced without further incident.